Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they smell insulin from inside and thinks that the reservoir may leak. The customer's blood glucose level was unknown. The customer reported that the rewind was louder. The device will not be returned for analysis.